Manufacturer narrative:
(B)(4).device evaluated my manufacturer: it is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left anterior descending (lad) artery. The physician advanced a 2.75 x 15mm nc quantum apex monorail balloon catheter to the lesion, inflated to 13atm and the balloon ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patients status is good.